Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly leaked during infusion. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7fr bard d/l catheter was received for evaluation. Visual, tactile and functional testing were performed. No leaks were observed throughout tests on both luers. Therefore, the investigation is unconfirmed for the reported fluid leak as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly leaked during infusion. Reportedly, the catheter was removed. There was no reported patient injury.